Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and five months following the implant of this transcatheter bioprosthetic valve, the valve was stenosed with a gradient of 70mmhg. The suspected cause of the stenosis was end stage renal disease and non-compliance with medications. Subsequently, a second transcatheter bioprosthetic valve was implanted.